Manufacturer narrative:
The subject device was returned to olympus for investigation, but the phenomenon was not reproduced so far. Olympus will perform further investigation to determine the cause of this phenomenon. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. Olympus will submit a supplemental report after the cause of this phenomenon is determined. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00975.

Event description:
Olympus was informed that during unknown procedure, a monitor image disappeared suddenly in the combination with the subject device and the videoscope (B)(4). The facility completed the procedure to replace the scope to another one. There was no patient's injury in this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00974 to provide device evaluation results. Olympus could reproduce the phenomenon while performing an operational check of the subject device with the videoscope ltf-s190-10 which used during the procedure. But the phenomenon could not be reproduced again after the device was turned on and off. Olympus also confirmed the electrical contacts of the video connecter socket of the subject device got corroded. The facility might connect the subject device with the scope whose connector was wet and water congestion occurred inside the video connecter socket. Therefore, the electrical contacts got corroded, resulting in contact failure between the subject device and the scope. The instruction manual of this device already mentions cautions for video connector handling. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00975.